Event description:
The facility's nurse reported that a transfer set fell off during patient use. The patient came to the clinic and the transfer set was replaced. The reported separation had taken place at the transfer set adapter / catheter interface. The adapter was plastic and the initial connection was made by hand. The nurse did not know what caused the separation to take place. The home patient had developed peritonitis.